Event description:
In this event, it was reported that two pts experienced an adverse reaction immediately after undergoing a dental prophylaxis that included the use of nupro/sensodyne polishing paste. As stated in the report, two pts experienced immediate swelling and blistering of the lips and cheeks. Photographs provided by the treating dentist confirm the presence of blister type lesions on the lip of one of the pts. The dentist administered gengigel mouthwash to combat the symptoms the pts experienced.

Manufacturer narrative:
While it is unk if the device used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for eval, though results are not available as of this report. Eval results will be submitted as they become available.